Event description:
A medical professional reports that she tested the pt with suspect device at 4 pm and blood glucose was 420 mg/dl. She called the physician and he ordered 20 units of insulin. Before the insulin was administered, a lab blood sample was taken. This was about 50 minutes after original sample taken. The pt was given insulin. At 9 pm the medical professional checked the lab result and it was 132 mg/dl. At that time the pt started to show signs of hypoglycemia. The medical professional tested her blood glucose on the suspect device and it was 88 mg/dl, a lab draw was done at that time and it read 18 mg/dl. The pt was given glucose.